Event description:
Account states a 58yr old developed an infection and required re-admission and surgery for removal of a retained portion of a jackson-pratt drain. Initial abdominal surgery with insertion of the drain was 1999. Drain initially removed in physicians office after pt was discharged. Physician unaware that a portion of the drain had broken off and remained in the pt. Pt developed an abdominal wall infection which prompted exploration.